Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the plunger, cuffs, link, needle tip and monofilament were not returned. Due to the missing parts, the cause of the reported event could not be determined. There was no needle strike mark on the foot. During testing, a proxy plunger was reinserted to test the needle trajectory and the results were acceptable. There was no abnormal observation found on the returned device that could have contributed to the reported event. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, a link break occurred. The method of how hemostasis was achieved was not reported. There were no reported adverse patient effects. Though requested, no additional information was provided.